Manufacturer narrative:
Additional information was added to h6 and h11. H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an IV set leaked at the "y site under pump". The process step at which the issue occurred was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.